Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power-intermittent (damage with moisture ingress-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 03/04/2015 with the following findings: two battery compartment cracks were observed. Moisture was observed within the battery compartment. Leak testing revealed a battery compartment leak. The battery cap threads were damaged. The battery cap was unable to secure properly to the pump. An intermittent power issue was experienced. A test cap was able to secure properly to the pump. An intermittent power condition was not experienced with the test cap.